Manufacturer narrative:
Manufacturer's ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 01-jul-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure for a cerebral infarction, a 95cm emboguard 87 balloon guide catheter (bg8795u / 0000176448) was used in accordance with the instructions for use (IFU). During preparation, air remained in the emboguard balloon catheter and could not be removed. The issue was found prior to the use of the emboguard device in the patient. The emboguard balloon catheter was replaced with another emboguard and the procedure was successfully completed. There was no report of any negative patient impact. On 29-may-2024, additional information was received. Per the information, the emboguard was not used in the patient. The issue was found during preparation prior to use in the patient. On 09-jun-2024, pre-shipment photos of the complaint device were included in the file. The photos will be reviewed by the product analysis team.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (0000176448) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the initial examination of the returned emboguard device showed no evidence of damage on the shaft or hub of the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum inner diameter (ID) check of the emboguard device confirmed that there was no restriction in the main lumen of the device as the ball gauge could be advanced through the device without resistance. The complaint report detailed that ¿air remained in the emboguard balloon¿ that could not be removed during device preparation. The returned emboguard device was successfully inflated and deflated as per the procedural steps in the IFU. No anatomical recreations were carried out in this investigation as the device was not used in the patient at any point. Based on the recreations carried out, the complaint event is not confirmed, and no root cause was determined. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. A review of the manufacturing documentation associated with this lot (0000176448) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, d.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the review of the pre-shipment photos of the complaint device completed by the product analysis team. [Photo review]: the emboguard device with luer-activated valve (lav) is visible in the provided photographs. Review of the photographs showed evidence of shaft crushing approximately 5 cm from the distal end of the emboguard balloon guide catheter (bgc) shaft. This damage is not mentioned in the complaint event description and is therefore considered unrelated to the complaint event. This crush may have been caused by device manipulation and shipment post the complaint event. From the photographs, it appeared that there was no damage to the balloon, but the condition of the balloon could not be confirmed from the photographs. From the photographs provided, there was no further damage or deformation of the emboguard device. Note: the rotating hemostasis valve (rhv), peel away sheath, and emboguard packaging (individual packaging box, mounting card, and protective tube) are not visible in the photographs provided, therefore, the condition of the packaging cannot be confirmed. From the photographs provided, there was no deformation or damage in the appearance of the balloon area, and it was not possible to confirm the complaint event. Conclusion: review of the photographs provided showed evidence of shaft crushing on the emboguard bgc shaft. There was no evidence of further damage on the bgc. There is no evidence of balloon damage. It is not possible to confirm the complaint event from the provided photographs, and the root cause cannot be determined. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.